Manufacturer narrative:
Additional information was received that the initial valve did not fully expand due to the patient's anatomy. It was noted that the aortic annulus was extremely calcified. Annular calcification was identified under the right coronary cusp (rcc) that extended into the left ventricular outflow tract (lvot). No additional adverse patient effects were reported. Device code: added c96715. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). Patient race: corrected to white. Eval code-conclusion: updated to 50. 67 is no longer applicable. Product analysis: the product remained implanted, therefore no product analysis could be performed. The device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description did not indicate a potential manufacturing issue. Conclusion: paravalvular leak (pvl) could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. In this case the pvl was most likely due to the patient¿s anatomy as it was reported that annular calcification was identified under the right coronary cusp (rcc) that extended into the left ventricular outflow tract (lvot). It was noted that the patient had an aorto bi-iliac stent that was previously placed, and the aortic annulus was extremely calcified. Later with contrast, it was determined that the valve was implanted too high in the patient¿s annulus. It was later reported that the valve did not fully expand to the patient¿s anatomy. Without case plans from pre-implant, angiographic images during the procedure, and post-implant, a root cause for the incomplete expansion and the reported pvl could not be determined, however, it was reported that the patient¿s aortic annulus was extremely calcified; thus, most likely this played a role in the valve not fully expanding, that potentially paired with the report of the patient having a fused bicuspid valve. A second valve was then implanted deeper than the initial valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: g, h6 - annex e, annex b, annex f product analysis: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: transesophageal echocardiogram (tee) imaging provided from the day of the valve implant procedure. Pre-implant images showed the right coronary cusp (rcc) and non-coronary cusp (ncc) aortic valve leaflets appeared calcified with restricted movement. Trace aortic regurgitation was present. Aortic valve area was measured at ~1 cm² and atrio-ventricular (av) mean pressure gradient measured 53.41 millimeters of mercury (mmhg) which was consistent with severe stenosis. Mild to moderate mitral regurgitation was seen by color doppler. Intra-procedural fluoroscopic images of the implant were provided for review. Evidence showed that two valves were implanted during the index procedure. The first valve appeared to have been implanted above the annulus. Subsequently, a second valve was implanted at least a full diamond below the inflow of the first valve. Post balloon aortic valvuloplasty was performed and no further intervention was observed. Following the valve implant procedure, a possible mild aortic insufficiency was observed, with possible mild to moderate paravalvular regurgitation (pvl). Tte imaging provided from approximately 4 years and 10 months following the valve implant procedure showed that the second evolutr valve implant depth appeared good. Moderate aortic insufficiency was noted with possible mild pvl, moderate mitral regurgitation and mild tricuspid regurgitation. This confirmed the valve-in-valve procedure and that the first valve appeared to have been implanted above the annulus. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a bicuspid aortic valve, annular calcification under the right coronary cusp that extended into the left ventricular outflow tract (lvot) was noted. The valve was deployed at approximately 3 mm. After deployment it was noted that there was a lower cusp that had not been visualized on any of the previous images. The valve was then determined to have been deployed too high, and moderate to severe paravalvular leak (pvl) was present. Subsequently, a second transcatheter bioprosthetic valve was implanted deeper than the initial valve. No additional adverse patient effects were reported.